Event description:
It was reported that the pt had increased muscle tightness a few months prior to this report. The physicians had increased the dose of medication without any effect. The physicians ordered anterior and posterior x-rays which appeared normal with regards to the catheter. It was noted that at each refill the expected reservoir volume was correct. A baclofen assay level of the cerebrospinal fluid indicated that there was no medication present in the csf. In 2008, a neurosurgeon opened the pt up at the back incision site and disconnected the two segments of catheter from the metal connector. The physician ascertained a free flow of cerebrospinal fluid from the distal catheter. A primed bolus of medication from the pump was programmed and a visual bead of drug was seen coming through at the proximal catheter end. The bolus was aborted and the existing catheter segments were reconnected and the pump was restarted at 96 mcg/day (2000 mcg/ml). The pt had not any withdrawal symptoms, just increased muscle tightness.

Manufacturer narrative:
Result: used for the catheter.